Event description:
It was reported during a small bowel resection the surgeon fired the tlc55 and the device cut and stapled. The surgeon was not happy with the staple line and oversewed it. After the device was removed from the pt field, would not open. After completion of the case, the rep located the device and found the firing knob was not returned to the return indicator and the instrument was still locked. There is no add'l info at this time. There was no consequence to the pt.